Event description:
It was reported that after a femoral/tibial nail procedure, while taking the instruments a part, the end of the drive shaft broke. Nothing broke off into the patient and the broken fragment was retrieved. The procedure was completed with no further problems and no harm to the patient. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional product code: hrx. The DHR was reviewed and no issues that would have resulted in this complaint were found. The product evaluation visual inspection revealed that a portion of the tip, which couples with the reamer head, has been broken off and the helix has been significantly worn down. This complaint is valid due to the wear on the helix of the drive shaft as dispositioned on previous complaints with this issue. An internal corrective action has been opened to address this issue.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4)